Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. An error on the screen indicated individual battery failure. Stack checker indicated all batteries good. Chargers indicate all chargers working as normal (all green led's). Upon further inspection, it was noted that a battery pair in tray 2 read 20vdc. The corresponding charger for that pair read 0vdc. It was deduced that the charger card for said pair had failed. Replaced charger enclosure and battery tray 2. Issue resolved. Performed system checkout. Unit operates as expected. The battery charger enclosure was received by the manufacturer for evaluation, although analysis is not yet complete. Battery tray 2 has not been received for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, an individual battery failure was experienced with the imaging system. It was reported that after taking and successfully transferring an hd spin, the mobile view station (mvs) was unplugged from the image acquisition system (ias) and the battery indicator began to blink red. An individual battery failure error message was also displayed on the mvs. This occurred after further use of the imaging system was no longer required, and the procedure was completed successfully. No delay to the procedure was reported and the patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect replaced charger enclosure confirmed the reported problem. On power up it was observed that charger board located in slot 2 had no power output; the cause of the failure is attributed the output protected switch on charger board 2 being broken. Investigation of returned suspect batteries from tray 2, confirm reported complaint,. Batteries pass visual inspection, normal scuffs from normal use. There is no expansion, leaking, fusing or corrosion. Bench testing was performed at normal room temperature. Failed bench testing, two of the four batteries in the battery tray measured below the expected voltage. Battery 1 measured as 4.7 vdc and battery 2 measured 7.02vdc. The reported issue was confirmed to be caused by an electrical failure.